Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Unable to confirm part no. And lot no. Combination therefore, device history record unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment not diagnosis. Device is an instrument, not implanted or explanted. Investigation could not be completed, no conclusions could be drawn as no device was returned. A review of the device history records was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: diener (B)(4) manufactured the rod introduction pliers, p/n 388.50, and lot # a7oa15 (synthes lot #4991822) on po #(B)(4), for (B)(4) pieces delivered (B)(4) 2005. The parts were released to the warehouse on (B)(4) 2005. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The rod introduction pliers was made to the synthes drawing p/n 388.50, revision ¿d¿, released on (B)(4)2004. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that one of the rod holders clasp is broken. There was another rod holder available to use for the surgery. In addition a piece broke off the persuader tip during use. The piece was retrieved, and another persuader was used to complete the procedure. There was no report of patient harm. Surgery was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis a product development evaluation was performed on the returned device. The 388.50 is a rod introduction pliers for side loading implant. The device allows for the persuading of the rod in side loading implants and places the collar on the screw/rod construct once the rod is in the proper position/orientation. The tube of the instrument (B)(4) was returned cracked. The liberated pieces were not returned. The instrument fractured when the stresses exceeded the ultimate tensile strength of the tube. Impaction may have been involved and/or side loading of the instrument. The nominal wall thickness of the end of the tube is 0.425mm. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.